Event description:
The sterile processing representative reports the user facility is having problems with screws falling off from the following instruments; rb4882, rb4853, rb4854, and rb4855. On two occasions the screws have fallen into the patient. No patient injury was reported. Based on the reported information, manufacturer cannot concur which instrument was involved in the reported two occasions of the screws falling into the patient. As per the FDA on 02-2003 three additional complaints were opened so manufactuer may submit these incidents as four individual reports. The instruments will not be returned for evaluation.